Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump passed selftest. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test. The pump failed the self test due to appearance of pump error 75. Test p-cap locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. Pump alarmed 3 pump error 43 alarms on the event date of 03/13/2024 at 12:57:05.000 to 13:15:03.000. Pump alarmed a pump error 75 during testing on 09:02:00.000 pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Keypad unresponsive was not confirmed during testing. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor flex cable. Pump error 75 was confirmed during testing due to moisture damage on the electronic assembly and lithium backup battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.